Manufacturer narrative:
(B)(4). Exemption number: e2016031. The zilbs-635-10-8 device of lot number c1343912 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted to request additional information and to return the device. At the time of the investigation, the information and the device have not yet been returned. The investigation will be updated once the information has been provided or the device has been returned and evaluated. The customer provided images of the complaint device. The images were reviewed by product development engineers. The images appear to show the complaint device with the flexor separated from the handle, at the white cap. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include a difficult patient anatomy or insufficient strength in the flexor. A difficult anatomy could apply resistance during deployment, and insufficient strength in the flexor could have prevented the flexor withstanding the forces during deployment, which could have caused or contributed to the flexor separating from the handle. However, the device and the information have not yet been provided, and the conditions of use cannot be replicated in a laboratory environment. Therefore, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use. It may be noted that a project has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1343912. It is unknown if the patient experienced any adverse effects, or required any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The coding detached from the hand piece.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. The zilbs-635-10-8 device of lot number c1343912 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The customer provided images of the complaint device. The images were reviewed by product development engineers. The images appear to show the complaint device with the flexor separated from the handle, at the white cap. On evaluation of the returned device, the flexor was observed to be separated from the handle at the white flexor cap. Bends were noted in the flexor, between 38cm and 57cm from the flexor flare. The flexor length was measured as 200.8cm, which was within specification of 200cm +2/-1cm. A bend was noted in the distal end of the flexor, where the flexor would pass the elevator of the endoscope. The cannula of the handle was bent. The engineers were unable to deploy the stent during the lab eval, and the attempted deployment broke the distal portion of the inner peek catheter. Complaint is confirmed as the failure was verified in the laboratory. The flexor was observed to be separated from the handle at the white cap. Possible causes for this occurrence could include a difficult patient anatomy or insufficient strength in the flexor. A difficult anatomy could apply resistance during deployment, and insufficient strength in the flexor could have prevented the flexor withstanding the forces during deployment, which could have caused or contributed to the flexor separating from the handle. However, the information has not yet been provided, and the conditions of use cannot be replicated in a laboratory environment. Therefore, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use. It may be noted that a project has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1343912. It is unknown if the patient experienced any adverse effects, or required any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the coding detached from the hand piece.